Event description:
Patient presented post-op lasik with macrostriae and dislodged flap on both eyes (ou). Flap was relifted and stretched ou on (B)(6) 2013. Bandage contact lens (bcl) was placed ou. Patient felt discomfort ou. There was no loss of best corrected visual acuity. Uncorrected visual acuity (va) on (B)(6) 2013 was 20/40 on the right eye (od) and 20/70 on the left eye (os).

Manufacturer narrative:
Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013. The clinic reported this event only and did not request field service or clinical support. Physician indicated that the flaps were created without difficulty and immediately post-op. Their positioning was perfect.